Manufacturer narrative:
This complaint remains under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The tibial clamp failed, the retaining pin on the up rod fell out and the spring and red button fell out.

Manufacturer narrative:
On friday the (B)(6) 2016 an attune tibial clamp failed part number d254400003 and pg246931 is the lot code. The retaining pin on the up rod fell out and the spring and red button fell out. Conclusion and justification status: inspection of the returned product confirmed disassembly of the instrument to include identification of a loose fitting pin. Investigation by the supplier confirmed that an associated component (lever) had been machined over-size, preventing the required press-fit condition. The complaint shall be closed as an isolated incident with a justified conclusion. It shall be entered onto the complaints database and monitored through trend analysis. Depuy still considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.